Event description:
Customer reported that the act button on the insulin pump is not responding. Customer noticed the keypad issue when trying to program a bolus. Blood glucose value is 391 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.